Manufacturer narrative:
H3: analysis of the returned catheter segment found ¿sutureless connector ¿ coring/tears/cuts in seal ¿ leaks observed during leak testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4) serial#, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 768 mcg/day) via an implantable pump for unknown indications for use. It was reported that upon opening the pump pocket site at an expected end of life pump replacement, 20 ml of clear fluid was seen. After connecting the new pump to existing catheter, the catheter access port (cap) was accessed with a 24 gauge non-coring needle but air bubbles were withdrawn. A new segment was then spliced onto the existing spinal segment and upon re-accessing the cap, no air bubbles were withdrawn. Their infusion rate of baclofen was restarted at 691 mcg/day after the revision. There were no external factors that contributed to the issues and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report and the explanted catheter will be returned for analysis. The patient's weight at the time of the event was (B)(6) pounds and they had a medical history of cerebral palsy, spasticity , gastroesophageal reflux disease, chronic aspiration, and feeding dependence with g-tube. The patient's other medications included abilify, buspar, periactin, pepcid, and dulcolax. The patient was without injury at the time of the report. Additional information was received from the company representative who reported that the hcp felt that the fluid in the pocket was a seroma but no sample was sent for analysis. The cause of the seroma was not determined. The cause of the air bubbles being withdrawn was that the hcp believed the catheter had a tear in it. There was no question of pump functionality as the expected and actual residual volumes matched and it was explanted for normal battery depletion, so only the catheter was sent back for analysis.